Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. The event log captured low voltage hazard and no external power events on (B)(6) 2025 at 08:43 while using the mobile power unit (mpu). It appeared that the mpu lost total power and enabled the emergency backup battery (ebb) in the system controller until power was restored to the mpu. The event lasted around 12 seconds. No other unusual events were noted in the log. The mpu had a v-lock connector on the alternating current (ac) power cord. It was noted that the patient and caregiver were ambulating in their bedroom and the ac power cord became loose at the wall outlet. The patient and caregiver were reminded to be mindful while ambulating while on mpu and if necessary to utilize battery power to avoid future disruption to power. The ac power cord did not come loose from the back of the unit and there were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on the reported event date of 15apr2025 was reviewed. The controller event log file revealed low power hazard/no external power alarm event was active on 15apr2025 at 8:43:14. The alarm activated due to a power loss from the mobile power unit. The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored at 8:43:26 and the no external power alarm cleared. Additional information reported the caregiver was assisting the patient in the room when the power cord inadvertently became loose from the wall outlet. The caregiver and patient were reminded to utilized battery power when the patient needed to move about. It was reported mobile power unit (serial # (B)(6) was not exchanged and will not be returned. Device history record indicated the device was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.